Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing and noise reversions. The lead was capped and replaced on (B)(6) 2022. The patient was stable.

Event description:
New information received notes that the noise oversensing on the right ventricular lead resulted in pacing inhibition.